Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead and competitor device exhibited high/increasing pace impedance measurements over the course of several months. While measurements remained within normal limits, the physician still suspected a lead fracture. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the distal portion of the lead was returned severed 670mm from the terminal pin. A thorough evaluation of the lead was performed. Visual inspection noted a cuts to the insulation and a suture tied to the lead body for extraction purposes. Additionally, evidence of calcification was observed at several points on the lead segment in addition to blood/body fluid contamination within the lead lumen. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. A laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis of the returned lead segment did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.